Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. The programmer was analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the programmer and radiofrequency (rf) head were intermittently unable to interrogate an implantable device. After a few attempts of turning the programmer on and off, it was finally possible to properly interrogate a device. The programmer and rf head were returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.